Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not charge them pump when using a tandem usb cable and ac power charger. Customer indicated pump was able to charge with non-tandem cable. A replacement ac charger was sent to the customer; however, the customer reported that they still experienced charging issues. Customer was sent another ac charger and usb cables. There was no impact to the customer's blood glucose level.